Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The investigation has determined that device history record review was not required for this complaint. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/11/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient had a metal on metal debris as well as a pseudotumor, adverse reaction to metal debris, wear debris at the inferior portion of the cup and osteolysis. Mild corrosion on the trunnion was also noted. At this time the patient's femoral stem is being reported. The complaint was updated on: 09/08/2015.

Event description:
Patient was revised to address pain and soft tissue reactions. Update received 7/15/15. Clinical report states that patient was revised to address osteolysis, pseudotumor, metal on metal debris and pain. Complaint was updated on 7/17/15.